Event description:
Same event as manufacturer's report #: 6000130-2007-00074. It was reported that the tips of two pt2 guidewires separated during a procedure and the patient expired. The anatomy was reported as "very, very tortuous." First, the 185cm guidewire was being withdrawn from the obtuse marginal (om) and the wire tip broke at a 90 degree bend between the om and the circumflex (cx). Following deployment of a stent in an unk location (manufacturer unk), the physician advanced a 300cm pt2 guidewire with the the intention of trapping the separated tip from the first one, however, that tip broke as well. Then, the physician "discovered a major thrombus from the left main coronary artery, the left anterior descending and obtuse marginal artery. The clinical condition deteriorated to a fatal arrythmia and susbsequent death. Autopsy did not show evidence of vessel perforation."

Manufacturer narrative:
The difficulties reported in the complaint cannot be confirmed. The returned device consists of a pt2 light support 300cm j-tip without the original packaging. The distal end of the guidewire exhibits the pre-shaped j-tip configuration that coincides with the device description. Microscopic examination revealed the entire length of the unit in an intact condition. Both ends revealed no evidence of fracture and are adequately formed in accordance with the current manufacturing specifications. Additionally, the distal polyurethane portion showed evidence of hydrophilic coating, and when hydrated by heparinized saline, the lubricity increased significantly throughout the poly segment. The od of the device was verified. Based on the investigation conducted, the customer complaint could not be confirmed; the returned device did not present evidence of fracture and/or material anomalies that would have compromised the unit performance. Corrective actions have been implemented to eliminate and mitigate against a recurrence of this event.